Event description:
It was reported that the touchscreen was unable to calibrate and received a bad touch detected error. There was no patient involvement when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer was advised to swap the ui assembly for troubleshooting. The part number for the touchscreen was provided in case the touchscreen needed to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The device was then returned to service.